Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2016-00245, 1220908-2016-00276, and 1220908-2016-00293 through 1220908-2016-00310 for similar events received from our distributor in a batch for items found over a long period of time.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device has been repaired (bridge board was replaced) and returned to service. The device will not be returning to zoll.